Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per our affiliates in japan, this submission is a duplicate of FDA submission 2015691 2024 01453. This FDA submission is being retracted as all reporting responsibility will be performed under report 2015691 2024 01453.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve will not be returned.

Event description:
As reported through the japanese tavi registry, a 23 mm sapien 3 ultra resilia valve was transfemorally deployed in the aortic annulus. On postoperative day (pod) 3, hemolytic anemia due to paravalvular leak (pvl) was observed. Hemoglobin was decreased to 7.4 and blood transfusions were required. Ultimately, the patient underwent a surgical aortic valve replacement (savr). Per report, it was reported that the patient was 82yo male or 80yo female. Follow up attempts for additional information have been made.